Manufacturer narrative:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that a "proximal pressure sensor auto-zero failed" alarm occurred. The device continued to operate, and it was replaced with the same model one. It was reported device was in clinical use at the time of discovery- however no patient/user harm reported. There was neither delay in therapy nor therapy reported other than the swap ventilator due to this event. The authorized service provider (asp) replaced the solenoid valve 3 and solenoid valve 4 to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the solenoid valve 3 and solenoid valve 4 was the cause of the reported issue.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that a "proximal pressure sensor auto-zero failed" alarm occurred. The device continued to operate, and it was replaced with the same model one. It was reported there was no patient involvement at the time the issue was discovered. There was neither delay in therapy nor therapy reported other than the swap ventilator due to this event. Resolution and disposition are pending - investigation ongoing.